Event description:
Resident found lying on the floor. The wheel of the wheelchair was found next to the wheelchair. Patient sent to the ER. Required seven (7) sutures to right temporal area. Numerous bruises on right shoulder and arm. Upon analysis, the wheel assembly seperated from the frame at the point of weld. It appears that the metal adjacent tothe weld gave wayinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.